Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ups, keyboard and a battery were replaced. The system operates as intended.